Manufacturer narrative:
The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on (B)(6) 2017.

Event description:
It was reported the patient cannot connect to the ipg with external devices following an unrelated surgery. In turn, troubleshooting was attempted but unable to resolve the issue. As a result, the ipg was explanted and replaced.